Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (30 mg/ml at 13.491 mg/day), compounded baclofen (400 mcg/ml at 179.88 mcg/day), dilaudid (hydromorphone) (2.0 mg/ml at 0.8994 mg/day), and clonidine (400 mcg/ml at 179.88 mcg/day) via an implantable pump for malignant pain and cancer pain. A device interrogation was performed on (B)(6) 2017, revealing a motor stall with recovery, without documentation of an MRI. The device diagnosis was a pump motor stall. There were no actions taken. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported there was no MRI at the time of the stall. It was noted the pump stalled on (B)(6) 2016 at 13:34 and recovered the same day at 13:59.